Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient was seeing an informational power on reset (por) on the patient programmer (pp). The rep was not with the patient at the time of the call for further troubleshooting. Process to clear the por was reviewed for the rep. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which they told the healthcare provider (hcp) about, reported the cause of the por wasn¿t determined. After the por occurred the patient called the rep. Who attempted to walk them through the steps to clear the por but was unsuccessful. The rep. Then called the manufacturer who provided them the steps to clear the por. The rep. Spoke with the patient again and was able to guide them through the process to successfully clear the por and clear stimulation. No further complications were anticipated.